Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing process no insulin drips were observed to be dripping out of the cartridge tubing. Reportedly, this issue occurred with 2 cartridges. Customer's blood glucose level was 120 mg/dl. During a follow-up, it was reported that the issue was resolved after loading a new cartridge.